Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was not locked. A field service engineer found that the remote manager lock light was on and inspected all the other parts and then fse logged into the hardware test application and found that the firmware needed to be updated. Updated the firmware to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager was not locked. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.